Event description:
It was reported that during the procedure the active electrode of the wand fell off during use. All pieces were removed from patient. This case is off-label use because it is a reused wand. Backup device available, no significant delay and no patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. Review of manufacturing records could not be performed as no lot number or serial number was provided. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨broken tip¨ include, but are not limited to: 1. The device coming into abrupt contact with a hard (metallic) object. 2. Improper insertion or removal from an apparatus. 3. Use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment. 4. This device is single use and should not be reused; the re-use of the wand is the most probable cause for the reported event. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.